Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: dye test on (B)(6) 2012, result was not given. Concomitant products included cefixime (flexeril) since (B)(6) 2015 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2018 for sleep difficult. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia symptoms"). In (B)(6) 2014, the patient experienced sinusitis ("excessive sinus infection"). In (B)(6) 2016, the patient experienced back pain ("back pain\ lower back pain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods\ ") and dyspareunia ("painful intercourse"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dental caries ("tooth decay"), arthralgia ("al joints( wrist , hips , amkles , kmees, toes)"), allergy to metals ("nickel allergy"), menstruation irregular ("irregular periods") and pain in extremity ("toe pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (total laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, sinusitis, back pain, fibromyalgia and menstruation irregular was resolving, the vaginal haemorrhage, abdominal pain, alopecia, abdominal pain lower, dental caries and pain in extremity outcome was unknown and the arthralgia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dyspareunia, fibromyalgia, menstrual disorder, menstruation irregular, pain in extremity, pelvic pain, sinusitis and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 3 loops were visualized past the ostia on the left and 7 on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: reporters were added. New events- excessive sinus infections, joint pain, fibromyalgia, nickel allergy, back pain were added. Outcomes were added. Concomitant drugs were added. Lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril) since (B)(6) 2015 and zolpidem tartrate (ambien) from february 2016 to february 2018 for sleep difficult. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia symptoms"). In (B)(6) 2014, the patient experienced sinusitis ("excessive sinus infection"). In (B)(6) 2016, the patient experienced back pain ("back pain\ lower back pain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods\ ") and dyspareunia ("painful intercourse"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dental caries ("tooth decay"), arthralgia ("al joints( wrist , hips , amkles , kmees, toes)"), allergy to metals ("nickel allergy"), menstruation irregular ("irregular periods") and pain in extremity ("toe pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (total laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, sinusitis, back pain, fibromyalgia and menstruation irregular was resolving, the vaginal haemorrhage, abdominal pain, alopecia, abdominal pain lower, dental caries and pain in extremity outcome was unknown and the arthralgia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dyspareunia, fibromyalgia, menstrual disorder, menstruation irregular, pain in extremity, pelvic pain, sinusitis and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 3 loops were visualized past the ostia on the left and 7 on the right. Dye test on (B)(6) 2012, result was not given . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal pain lower ("cramping") and dental caries ("tooth decay"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, dyspareunia, abdominal pain, alopecia, abdominal pain lower and dental caries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dental caries, dyspareunia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril) since (B)(6) 2015 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2018 for sleep difficult. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia symptoms"). In (B)(6) 2014, the patient experienced sinusitis ("excessive sinus infection"). In (B)(6) 2016, the patient experienced back pain ("back pain\ lower back pain"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods\ ") and dyspareunia ("painful intercourse"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dental caries ("tooth decay"), arthralgia ("al joints( wrist , hips , amkles , kmees, toes)"), allergy to metals ("nickel allergy"), menstruation irregular ("irregular periods"), pain in extremity ("toe pain") and fatigue ("fatigue"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (total laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, sinusitis, back pain, fibromyalgia and menstruation irregular was resolving, the vaginal haemorrhage, abdominal pain, alopecia, abdominal pain lower, dental caries, pain in extremity and fatigue outcome was unknown and the arthralgia and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dyspareunia, fatigue, fibromyalgia, menstrual disorder, menstruation irregular, pain in extremity, pelvic pain, sinusitis and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 3 loops were visualized past the ostia on the left and 7 on the right. Dye test on (B)(6)2012, result was not given. Concerning the injuries reported in this case, the following one/ones were reported via social media: considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dyspareunia, fatigue, fibromyalgia, menstrual disorder, menstruation irregular, pain in extremity, pelvic pain, sinusitis and vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: 7 & 8 together processed: social media: reporter added, event added. On 23-mar-2020: 7 & 8 together processed: social media: reporter added, event added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal pain lower ("cramping") and dental caries ("tooth decay"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, dyspareunia, abdominal pain, alopecia, abdominal pain lower and dental caries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dental caries, dyspareunia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.